Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found damaged (detach) downstream occlusion (dso) seal, damaged battery compartment. The customer reported issue was confirmed/duplicated. The service history review had no indication that the complaint was related to a service of the device within the review period. All defective parts were replaced, and the functional test was performed. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the battery compartment issue". During device evaluation it was found the damaged battery compartment and damaged(detach) dso seal.